Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a slightly elevated blood glucose (bg) level (189 mg/dl) and reportedly felt "a little sick". Cause of bg level was unknown. Bg was addressed via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer changed the infusion site and resumed insulin delivery.